Event description:
It was reported that in preparation for a drug eluting stenting procedure, foreign matter was noticed in the stent. The physician opened the plastic protection of the taxus liberte 20 x 2.25mm stent and reported that "he felt some plastic between the struts of the stent and the stent had protuberance." The procedure outcome is unknown. No patient injuries or complications were reported. The patient's current condition is reported as "stable."

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed a piece of foreign material stuck onto the stent measuring approximately 1mm x 1mm. It was white in color and was located between the third and fourth rows from the distal edge of the stent. Further testing of the foreign material was not possible as it was misplaced during the initial analysis. There were no other issues observed with the stent. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint was unable to be determined.